Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/24/2015. Retain product was tested and functioning according to specification. Return product was not available. Investigation: the device history record for this lot was reviewed. The lot passed finished goods release criteria. Forty retained cartridges from the lot were tested using whole blood and I-stat level 2 control. The customer complaint was not reproduced. Testing met the acceptance criteria found in q04.01.003 rev. W, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) female patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).